Manufacturer narrative:
Upon disassembly, the link nut was found to be loose. The presence of a loose link nut, due to a loctite failure, could cause or contribute to the handpiece heating up when in use.

Event description:
It was reported that the micro sagittal saw heated up prior to a case. There was no patient involvement, and no user injuries or adverse consequences.